Event description:
After use of restylane to correct for loss of facial volume without any overcorrecton, edema occurs throughout face causing extreme puffiness. The edema is reduced by application of ice packs to the face. The edema occurs upon awakening regardless of the extent of elevation of the head while sleeping. One ml of restylane was used for correction and edema continues to occur even though the restylane is slowly being metabolized and eliminated since the injections were done several months ago.